Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb). The liquid crystal display (lcd) panel and the backlight inverter pcb were upgraded. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.